Event description:
It was reported that the nurse had an arctic sun device set to rewarm baby at a rate of 0.5c/hr from current temperature of 33.7c. Nurse did not think the water temperature was warm enough to rewarm. The water temperature had been running between 22-32c. Nurse confirmed that the flow rate was 1.1lpm, outlet monitor temperature (t1) was 23.1, outlet control temperature (t2) was 22.4c, inlet temperature (t3) was 22.4c, chiller temperature (t4) was 6.1c, inlet pressure was -7.0psi, circulation pump command was 32, mixing pump command was 0, heater command was 100 and water reservoir level was 5. Mis walked nurse through draining 500ml from right drain port. Nurse placed the device in manual control at 40c. The water temperature did rapidly increase to 38c before disabling manual control and restarting in automatic. Once back in automatic flow rate was 0.9lpm. Mis had nurse to adjust the fluid delivery line to decrease its weight pulling on pad tubing, and flow rate went up to 1.3lpm. Bedside nurse checked rectal temperature manually to confirm esophageal probe correlated. They were also going to order an x-ray to make sure esophageal was still correctly positioned. Nurse had a bair hugger over the outside of the pad and a hat on baby, baby was on anti-seizure medications and had no obvious seizure activity. Biomed discussed heat transfer and the device "sensing" heat generation from returned water outlet control temperature (t2) versus inlet temperature (t3). Nurse would remove the hat and bair hugger. The water temperature was at 36.3c and baby temperature at 33.8c at end of call. Mis would call back to confirm the baby was trending in the right direction. Mis spoke with charge nurse again, they had removed the bair hugger, the baby was trending up at the rate programmed patient temperature 34.2c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was overfill. A device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use were found adequate and state the following: "approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the nurse had an arctic sun device set to rewarm baby at a rate of 0.5c/hr from current temperature of 33.7c. Nurse did not think the water temperature was warm enough to rewarm. The water temperature had been running between 22-32c. Nurse confirmed that the flow rate was 1.1lpm, outlet monitor temperature (t1) was 23.1, outlet control temperature (t2) was 22.4c, inlet temperature (t3) was 22.4c, chiller temperature (t4) was 6.1c, inlet pressure was -7.0psi, circulation pump command was 32, mixing pump command was 0, heater command was 100 and water reservoir level was 5. Mis walked nurse through draining 500ml from right drain port. Nurse placed the device in manual control at 40c. The water temperature did rapidly increase to 38c before disabling manual control and restarting in automatic. Once back in automatic flow rate was 0.9lpm. Mis had nurse to adjust the fluid delivery line to decrease its weight pulling on pad tubing, and flow rate went up to 1.3lpm. Bedside nurse checked rectal temperature manually to confirm esophageal probe correlated. They were also going to order an x-ray to make sure esophageal was still correctly positioned. Nurse had a bair hugger over the outside of the pad and a hat on baby, baby was on anti-seizure medications and had no obvious seizure activity. Biomed discussed heat transfer and the device "sensing" heat generation from returned water outlet control temperature (t2) versus inlet temperature (t3). Nurse would remove the hat and bair hugger. The water temperature was at 36.3c and baby temperature at 33.8c at end of call. Mis would call back to confirm the baby was trending in the right direction. Mis spoke with charge nurse again, they had removed the bair hugger, the baby was trending up at the rate programmed patient temperature 34.2c.